Event description:
It was reported that the unit presented low power issues during procedure. The procedure was completed with the same device with no patient complications.

Manufacturer narrative:
The console was serviced by the field service engineer (fse) at the customers site. During the evaluation, the fse inspected the control system, verified centration alignment for all channels (far and near), adjusted both safe and main pyro detectors, and calibrated the system. Multiple settings were tested in customer mode, and the laser operated within boston scientific specifications. The reported low power issue could not be duplicated during service. The labeling review found outs that the IFU includes specific warnings and instructions regarding low power conditions, such as: no laser power. There is no indication that the device was used outside of IFU guidelines.